Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly the t:lock was not properly connected. Customer's blood glucose level was 220 mg/dl. Tandem technical support guided the customer through tightening the t:lock connection.